Manufacturer narrative:
On july 29, 2024, mentor became aware that patient experienced bilateral ruptures in addition to generalized illness and right-side capsular contracture. Patient underwent bilateral replacement surgery with mentor 725cc devices serial numbers (B)(6) on the right and with number (B)(6) on the left side on (B)(6) 2024. Is product problem under field b1 has been selected. Coding has been updated accordingly under section h. Full UDI number has been added to field d4. Reason for device explant and/or reoperation: right generalized illness, capsular contracture; baker grade unknown, and rupture this supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2024, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2024, device evaluation was completed as follows: mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sx mpp gel 500cc breast implant had a tear measuring approximately 4.0 cm within an area of siltex cracking on the posterior view. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right generalized illness h6 health effect - clinical code e2402: generalized illness d6b explantation date: (B)(6) 2024 mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 57-year-old caucasian female patient underwent revision breast augmentation with 500cc mentor memorygel breast implant on both sides and experienced generalized illness symptoms including extreme fatigue and lethargy, and left side breast implant rupture; diagnosed via ultrasound. As a result, the patient is scheduled for surgery on (B)(6) 2024. This medwatch report is for the patient¿s right-sided device.